Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluated the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Precautions: the safety and effectiveness of the novasure system has not been fully evaluated in patients who have undergone a previous endometrial ablation including the novasure endometrial ablation procedure. (B)(4).

Event description:
Following a novasure endometrial ablation procedure, the physician performed a hysteroscopy and noted a non-ablated cavity and a cervical canal burn. An ovarian cyst removal and a laparoscopic tubal ligation were performed following this novasure procedure. The doctor chose to do a second novasure procedure. During the deployment of the device, the physician saw the tips perforate the fundus through the laparoscope and aborted the procedure. A second hysteroscopy confirmed two small perforations in the corneal region of the uterus. The perforations were not treated and the patient was discharged home.